Event description:
It was reported that the pt fell about a month or two ago and lost stimulation sensation. X-rays taken showed that the lead had been damaged and had "jack-knifed" out of the sacrum and no longer was in the proper place. The physician was concerned with the significance of the fall so he replaced the neurostimulator as well as the lead. Add'l info was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional info reported that the company representative saw the patient immediately after the procedure and that she was doing well. The doctor stated that she recovered very well and her bladder was "fantastic." The doctor said that she was very happy with the results.

Manufacturer narrative:
Product ID: 3889-28, lot# v399340, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2014, UDI#: (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported that the patient had to have their ins replaced in 2010 when they fell on their hip and displaced the implant. No further complications were reported.